Event description:
A facility representative reported that following an implantable collamer lens (ICL) implantation procedure, the patient experienced refractive surprise. Lens was exchanged for a toric lens and problem was resolved. Cause of the event was reported as other.

Manufacturer narrative:
H6: Investigation type 4110: A lens work order search was performed. No additional similar complaint type events within associated lots were found. H11-Manufacturer Narrative: Secondary Surgical Intervention to Remove/Replace/Reposition the Lens is identified in the labeling as a known potential adverse event following ICL implantation. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Claim # (b)(4).